Manufacturer narrative:
The cause of the anemia was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
Additional information provided in h6.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient's hemoglobin levels dropped from 12 at baseline to 7.3 post-op during impella 5.5 support. The patient was transfused blood in response to the drop in hemoglobin levels. It was noted that the patient had a history of chronic anemia leading up to the event. It is unknown if impella support contributed to the condition. Later, the patient was successfully weaned from the pump and survived.